Event description:
It was reported that the customer had a blood glucose level of 405 mg/dl. The customer was assisted in adjusting her insulin pump's programming so that it will alarm more frequently when her sensor detects that her blood glucose levels are high. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).